Event description:
The customer reported the system will not produce x-rays when depressing the foot pedal. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a broken wire. The system operates as intended.